Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the introducer needle with no relevant findings identified. The probable cause of the needle hub separating in use could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that after insertion, the needle's fixation broke and it was not possible to connect the syringe to the needle.

Manufacturer narrative:
(B)(4). The results of the investigation are not available at the time of this report.

Event description:
The customer alleges that after insertion, the needle's fixation broke and it was not possible to connect the syringe to the needle.